Manufacturer narrative:
Follow-up #1 date of submission 09/23/2016-correction to serial # :(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery and/or cartridge cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2: date of submission 11/22/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2016 with the following findings: during investigation, the battery cap was not returned with the pump. A test cap was able to attach securely to the pump and be removed without difficulty.